Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin (10 mg/ml at unknown dose) via an implantable infusion pump. It was reported there was a volume discrepancy. The expected volume was 1.4 ml and the actual volume removed was 12.4 ml. It was noted there was no evidence of any associated clinical symptoms. No action was taken as an intervention. Diagnostic tests had not been performed on the subject specific pump as the pump was still implanted in the patient. The event was noted to be ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath, serial # unknown, product type catheter. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Analysis identified pump tube binding of the pumphead.

Event description:
Additional information was received. The pump was explanted due to normal battery replacement, and returned for analysis. No complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2016-sep-26 a volume discrepancy outside the expected volume accuracy chart where the expected volume was 4.5 ml and the actual volume removed was 13ml. No symptoms were reported and no actions were taken as the issue was a pattern. A second volume discrepancy was reported to have occurred on (B)(6) 2016 in which the expected volume was 2.4 ml and the actual volume removed was not reported but it was indicated to have been outside of the accuracy chart. No symptoms were mentions and this was a increased amount of drug expected from actual.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the volume discrepancy on (B)(6) 2016 was outside the expected volume on the accuracy chart. The expected volume was 2.4ml and the actual volume removed was 11ml. There were no adverse events reported with any of the volume discrepancies.